Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received two appropriate treatments which converted the arrhythmias to a slower rhythm and four inappropriate treatments. The device was started up at 09:59:26 on (B)(6) 2023. At 07:12:57 on (B)(6) 2023, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs/pacs degrading to vf. At 07:13:32, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 100 bpm with pvc¿s. At 07:15:29, an arrhythmia was detected. ECG shows nsvt. At 07:16:34, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. At 07:17:04, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. At 07:17:45, the patient received the third inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. At 09:48:26, an arrhythmia was detected. ECG shows vf. At 09:48:26, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm with pvcs. At 09:51:34, an arrhythmia was detected. ECG shows nsvt. At 09:53:21, the patient received the fourth inappropriate treatment. Nsvt and oversensing of cardiac activity contributed to the false detection. Nsvt contributed to the false detection. Rhythm at the time of treatment was tachycardia @ 130 bpm with pvcs/nsvt. Post shock rhythm was svt @ 150 bpm with pvcs/nsvt. The electrode belt was disconnected at 10:07:08 on (B)(6) 2023.